Event description:
It was reported that the pump exhibited a check clutch lever error during occlusion test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: we received a pump for investigation with a cracked bottom case by l-bracket and right plunger case. After reviewing the event history log travel coarse error, check clutch plunger lever was found. The reported issue was duplicated, heard popping noise followed by travel coarse error, check clutch plunger lever. The clutch halves were not operating as intended due to customer use. Normal wear causing the clutch halves to slip on the lead screw. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.